Event description:
It was reported that elevated threshold and increased impedance were observed. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.